Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid left anterior descending artery. A 2.50 x 24 mm promus premier drug-eluting stent was deployed. However, after deploying, a flow limiting, type b edge dissection was observed and a 2.75 x 28 mm promus premier stent was deployed to cover the dissection. Per the physician, the dissection was caused by lipid rich plaque. The procedure was completed the patient fully recovered and was stable.